Manufacturer narrative:
The log file provided basis for the investigation. The logged entries do not indicate a device failure or a device warmstart. Only ventilation related alarms such as "tidal volume high" and "mv high" have been generated at the reported time of event. A user must have been present at that time as the "audio paused" button was pressed. However, an event is logged which indicates user triggered device shut down using the mains switch. When shutting the device down, all ongoing ventilation and monitoring functions are suspended, the screen turns dark and the audible mains supply alarm (high pitched audible alarm) is activated. The mains switch of the device is protected against unintentional switching according to iec 60601-1 by a cover. The device was additionally checked in an endurance run over three weeks at the hospital site without any failures. No device malfunction could be identified in the course of investigation.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user: "the patient's ventilation therapy was interrupted due to the ventilator stopping working. The ventilator demonstrated a high pitched audible alarm and blank screen noted, ventilator stopped ventilating the patient. The patient was immediately ventilated with a mapleson circuit by a doctor. The ventilator was replaced."